Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch verio meter read inaccurately high compared to another meter. The patient reported blood glucose results of "11.9 mmol/l" with a lifescan meter and "6.0 mmol/l" on another meter, performed within an unknown time frame from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy testing. The patient did not allege any harm or injury because of the reported issue. At the time of contact with lfs, the patient no longer had the subject meter. He had reportedly given the meter to an unidentified pharmacy since he was not using the device anymore. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Serial # is unknown. The patient no longer has the subject meter or supplies.